Event description:
A patient 2 weeks post op from an uncemented triathlon tritanium knee was revised as a result of a post op film indicative of a loose component. Patient required a revision tka procedure to remove the tibial baseplate component and implant a new tibial component and polyethylene insert.

Manufacturer narrative:
An event regarding tibial component loosening involving a tritanium baseplate was reported. The event was confirmed on x-ray. Method & results: device evaluation and results: not performed as no items associated with the event were returned for evaluation. Medical records received and evaluation: the provided x-rays and medical records were submitted to a consulting clinician who deemed them insufficient for a medical review but following were his comments: the loosening of the tibial baseplate was confirmed by the post-event x-rays, although a clear root cause cannot be established due to the absence of adequate early radiological information. Procedure-related factors regarding suboptimal fit of the baseplate with the sclerotic tibial bone may have played a principal role. With modern implants, loosening problems are the domain of predominantly procedure-related factors with sometime additional patient-related factors regarding bone quality. Device history review: the device was manufactured and accepted into final stock with no relevant discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: the consulting clinician's comments indicate that although the tibial component loosening was confirmed, a clear root cause cannot be established due to the absence of adequate early radiological information. Procedure-related factors regarding suboptimal fit of the baseplate with the sclerotic tibial bone may have played a principal role. With modern implants, loosening problems are the domain of predominantly procedure-related factors with sometime additional patient-related factors regarding bone quality. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
A patient 2 weeks post op from an uncemented triathlon tritanium knee was revised as a result of a post op film indicative of a loose component. Patient required a revision tka procedure to remove the tibial baseplate component and implant a new tibial component and polyethylene insert.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded and was not returned to the manufacturer. Additional has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation.